Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that patient died. In (B)(6) 2019, the subject presented with mi and was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending to mid lad with 70% stenosis and was 32 mm long, with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.5 mm x 32 mm promus premiere stent. Following this intervention, post dilatation was performed with 10% residual stenosis. Seven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 7 days post index procedure, subject presented with unknown symptoms and was diagnosed with cardiac arrest. The subject died due to "cardiac arrest". No action was taken to treat the event.